Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy hazy effluent. The cause of peritonitis was unknown. On an unspecified date, the patient was treated with vancomycin (1gm and currently adjusting the dose to 1.5 gm, intraperitoneal, on a two-week course). It was reported that the patient was not hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.